Manufacturer narrative:
Updated.

Event description:
The failure investigation engineer reported that during review of the diagnostic report found error that indicates a blower stalled error. Failure investigation engineer reported there was no patient involvement.